Event description:
It was reported that the lv (left ventricular) lead had dislodged, and there was no capture and high thresholds. The lead was capped. Attempts to replace the lead were unsuccessful due to patient anatomy no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.